Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7212552. Medical device expiration date: 07/31/2022. Device manufacture date: 07/31/2017. Medical device lot #: 7300586. Medical device expiration date: 09/30/2022. Device manufacture date: 10/27/2017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there is a wet slippery substance on tip of the plunger of the bd syringe luer-lok¿ tip. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: sample evaluation: seven open 10ml packaged syringes were received by bd canaan and confirmed to be from batch #7300586 and batch # 7212552. The samples were visually evaluated. Batch #7300586 (4 syringes) -the ¿wet substance¿ observed on the black stopper is silicone used in the manufacturing process. The 4 syringes were observed to have stringing and pooling of silicone between the stopper and the roof of the barrel. The amount of silicone observed was excessive per product specification. Batch #7212552 (3 syringes) ¿ the ¿wet substance¿ observed on the black stopper is silicone used in the manufacturing process. No stringing and no pooling of silicone was observed on the 3 syringes. The small amount observed was a normal and expected amount for this product per product specification. DHR review for batch 7300586: manufacturing date: 10/30/2017. Batch quantity was 504,000. Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Silicone weight testing was performed as per requirement with all tests within acceptable range per specification. Production and machine logs were reviewed with no silicone related issues reported during the manufacture of batch 7300586. Batch 7300586 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 7212552: manufacturing date: 08/26/2017 to 08/27/2017 batch quantity was 498,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7212552 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: confirmed: bd was able to confirm the reported fm was silicone used in the manufacturing process. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant.